Event description:
The hospital states that a 90478 module failed to alarm during the hospital's testing of the module, as instructed by spacelabs in its 90478 telemetry product alarm failure corrective action.

Manufacturer narrative:
Upon return of the unit to spacelabs, and our testing of the unit, spacelabs found that the unit operated to specification.